Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision is unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The complaint review confirmed the products manufacturing and sterility conformance. No further information was received. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Reason for revision: infection though the patient was revised to address infection, it is unlikely that the products contributed to infection occurring 4 years after implantation.

Manufacturer narrative:
Though the patient was revised to address infection, it is unlikely that the products contributed to infection occurring 4 years after implantation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.